Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) verified the reported malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator had a inoperable condition and the device stopped cycling. The ventilator was not in use on a patient at the time the reported event.